Manufacturer narrative:
Additional information and correction: work order search investigation should have been included in initial MDR> h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation and blurred vision. In a separate visit the lens was repositioned. In a third visit the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).